Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose once in five days, ip) and reflin (1gm, daily, ip). Dianeal therapy was ongoing. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy additional information ((B)(6) 2010): the batch record and analytical results for dianeal pd2 ultrabag, lot number 1007077,have been reviewed and found to be compliant with standard specification.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. The product used is unknown and therefore the 510(k) entry field is left blank. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. If additional information becomes available, a follow up report will be submitted.